Event description:
It was reported from periodic literature review from article treatment of drug-resistant epilepsy with right-sided vagus nerve stimulation by yitao ma and william young that patient had a lead fracture due to his striking behavior and experienced increased seizures as a result of the fractured lead. The generator was explanted but the leads were left in place. The patient later had a lead revision and new generator implanted due to seizure burden, however the generator and new lead were placed on the right side attached to right vagus nerve as the neurosurgery team determined it was not possible to place the new electrodes distal to the existing electrodes. Patient was identified by searches based on age/year of implant, explant, or replacement, gender, and association with the hospital. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Ma y, young w. Treatment of drug-resistant epilepsy with right-sided vagus nerve stimulation. Cureus. 2024 jul 21;16(7):e65061. Doi: 10.7759/cureus.65061. Pmid: 39171016; pmcid: pmc11336252. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.